Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The patient had tortuous anatomy with a septal bulge. The valve was implanted successfully, however became dislodged by delivery catheter system (dcs) interaction. Prior to dislodgement, the valve was positioned at 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Following dislodgement, the valve was positioned at 2mm on the ncc and 0mm on the lcc. No gradient increase or regurgitation were reported as a result of the dislodgement and no post-dilation was performed. A snare was used to grab the paddle of the valve frame and pull the valve to the distal ascending aorta. Once secured, a new valve and dcs were sent through the initial valve in an attempt to complete the transcatheter aortic valve replacement (tavr) procedure. Multiple attempts were made to implant the second valve, but were unsuccessful. The second valve and dcs were removed from the patient. A sapien valve was successfully used for implant. A procedural delay of approximately 2 hours occurred. No additional adverse patient effects were reported. Additional information was received that the second valve was unable to be deployed successfully as the pigtail catheter placement was not in the base of the ncc due to tortuosity and the dislodged valve, and the patient was not intubated, and therefore, a transesophageal echocardiogram to help determine the implant depth was not possible. There was no issue with anchoring the valve as it was unable to be advanced to the appropriate depth.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Second paragraph added d4. Expiration date, lot #, and unique identifier # added h4. Device mfg date added h6. Device and method codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The patient had tortuous anatomy with a septal bulge. The valve was implanted successfully, however became dislodged by delivery catheter system (dcs) interaction. Prior to dislodgement, the valve was positioned at 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Following dislodgement, the valve was positioned at 2mm on the ncc and 0mm on the lcc. No gradient increase or regurgitation were reported as a result of the dislodgement and no post-dilation was performed. A snare was used to grab the paddle of the valve frame and pull the valve to the distal ascending aorta. Once secured, a new valve and dcs were sent through the initial valve in an attempt to complete the transcatheter aortic valve replacement (tavr) procedure. Multiple attempts were made to implant the second valve, but were unsuccessful. The second valve and dcs were removed from the patient. A sapien valve was successfully used for implant. A procedural delay of approximately 2 hours occurred. No additional adverse patient effects were reported.